Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "running hot" during testing. There were no injuries reported. There was no additional information provided.